Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a miniarc precise sling system (B)(6) 2012 for the purpose of treating her for stress urinary incontinence. It was alleged the plaintiff suffered and will continue to suffer serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding. Additionally the plaintiff suffered and will continue to suffer serious, debilitating, and permanent injuries and damages, including great mental and physical pain and permanent disability. On or about (B)(6) 2012, a revision surgery was performed which surgically explanted the plaintiff's miniarc sling.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. (B)(4).